Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent balloon rupture occurred. The 9% stenosed lesion being treated was located in the non-calcified, non-toruous mid circumflex (cx) artery. The lesion was predilated with a quantum maverick, inflated to 8 atms for 18 seconds. When inflating the 3.00x16 mm taxus express2 drug eluting stent, the delivery balloon ruptured at 4atms. Patient had st elevations, pvc, and chest pain at time of incident, due to an air embolism secondary to the balloon rupture. The balloon was removed from the patient in an intact state. The stent was post dilated with a 3.0x15 mm quantum maverick, inflated to 20 atms for 10 seconds. The procedure was successfully completed with a different device. Patient status reported as "ok/good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.